Manufacturer narrative:
A customer in (B)(6) notified biomérieux of false resistant trimethoprim/sulfamethoxazole (sxt) results for a s. Aureus associated with vitek® 2 ast-gp67 test kit. The customer submitted the strains and lab reports for evaluation. An investigation was performed. The three submitted isolates were subcultured, and the identifications were confirmed as s. Aureus. Testing included vitek® ast-gp67 cards from the customer's lot and a random lot, in duplicate, and broth microdilution (bmd) as a reference method. The two lab reports submitted did not correspond to the three swabs submitted. The test results were: strain 1: sxt mic=80 and bmd mic </= 20. Cards are not in agreement with the reference method, demonstrating a major error for vitek® cards. Strain 2: sxt mic=20 on three cards, mic=80 on the fourth card and bmd </= 20. Three cards are in agreement with reference method, while the last card is not, partially duplicating the reported false resistance for the vitek® card. Strain 3: sxt mic >/= 320 and bmd mic=320. For this isolate, cards and reference method are in agreement and vitek® cards are performing as expected. In conclusion, the vitek® 2 ast-gp67 cards performed as expected for one isolate and the other two isolates exhibited atypical growth behavior. The customer's vitek® 2 ast-gp67, lot 1320284103, was implicated in field safety corrective action (fsca) 3445, issued on 19apr2017 to impacted biomérieux subsidiaries and distributors to notify customers of the issue and mitigation activities to be implemented by the customer.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 ast-gp67 test kit. The customer reported obtaining false resistance results regarding s.aureus on patient samples on the vitek® 2 instrument. The customer explained they are observing resistance to sxt in staph aureus isolates with most mics that are greater than or equal to 360, some at 80 and 160. Upon further investigation at the customer's site, they confirmed that the isolates are susceptible. There is a total of twenty-one (21) reports and only two (2) show resistance. This issue has delayed patient result reporting by a day because the results were suppressed until confirmed by kirby bauer disks. It is unknown if the incorrect results were reported to the physician. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.